Event description:
Customer reported a leak; a tear in silicone segment during gravity o.r. Infusion. Clinical sales consultant reported anesthesiologist said, "silicone piece ripped apart." Attempted to keep blue sheath on silicone portion of tubing to protect the area but blue sheath did not stay on and kinked. There was no patient harm and medical intervention was not required. No further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: 05/02/2014. Internal file no: (B)(4). Although requested, the set has not been received for investigation. A follow up report will be submitted with investigation results should the product be received for evaluation.